Manufacturer narrative:
Good faith effort attempts were made to retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that insufficient ice occurred. A visual-ice cryoablation system was selected for a cryoablation procedure. During the second freeze of the procedure, the console did not freeze as expected and insufficient ice occurred. It was noted that this issue has occurred with the same system on more than one occasion. There were no patient complications as a result of this event.